Event description:
Patient was revised to address hip pain. Metallosis was found. Update litigation alleged the patient suffered pain, discomfort, grinding and exposure to excessive levels of chromium and cobalt as a result of the implanted asr hip.

Event description:
Patient was revised to address hip pain. Metallosis was found.

Manufacturer narrative:
Medical records were received. The lot numbers were identified. Doi: (B)(6) 2008. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A review of device history records and/or a complaint database search was not possible as the necessary lot codes were not provided. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis will be documented on wwcapa (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.